Event description:
Information received by medtronic indicated that the customer's insulin pump had a cracked at battery compartment. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Pump received with battery compartment damaged and broken reservoir tube lip. The pump passed the displacement test and the test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. Broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot and broken battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.